Manufacturer narrative:
This report is submitted on july 12, 2019.

Event description:
Per the clinic, the patient experienced pain and recurrent drainage at abutment site; subsequently the patient was treated with topical and oral antibiotics (date and duration not reported).